Event description:
Customer reported the sys will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. Sys operates as intended.